Manufacturer narrative:
Result code: electrical wire. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint ,and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of 'exposed wire under black cable coating'. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to lifted off and exposed the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. The known common cause of this failure is mishandling/misuse. Additional observation not reported was that the instrument was found have a broken bipolar yaw pulley. The broken piece was missing as a result of breakage. The size of the missing piece was approximately 0.05¿ x 0.03¿. This failure is most commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on system number sk3352 on (B)(6) 2020, and it had 5 lives remaining. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm, or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had an exposed wire under black cable coating. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.